Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(6). Investigation summary: the complaint device is not available for physical evaluation, hence, the complaint cannot be confirmed. Given the information provided we cannot discern a definitive root cause for the reported failure. No lot numbers were supplied which precludes conducting a device history record (DHR) review. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4). The lot number is unknown.

Event description:
It was reported by the affiliate via email that a report received for iis (investigator initiated studies) which is an acl registry in (B)(6) was uploaded. The registry goal is to capture all acl procedures performed in (B)(6) and currently have 117 participating surgeons. All data provided from participating surgeons is de-identified and captures all procedures/devices across all industry manufacturers. On opening the report to review the information, affiliate identified the implant complication rates for all depuy products currently captured in the registry on the last page of the report. On discussion with medical director, the information is being provided by the affiliate to the product safety for entry into the complaints system as ¿information only¿ given the data is cumulative over the duration of the registry; no further information is available. There is the potential of duplicative reporting if any of these cases have already been individually (reported to the company) at the point of occurrence (from either surgeon/employee clinical specialist) as stated by the affiliate. The report states that 1 milagro advance screw 9x23mm product code 231818, broke intra-op.